Event description:
On (B)(6), 2011, medwatch uf / importer report (B)(4) was received: patient underwent a da vinci assisted laparoscopic bilateral pelvic lymph node dissection, extraction of bladder stones time four and radical prostatectomy, non-nerve-sparing. During the procedure, a prograsp forcep broke within a trocar. It was not possible to remove the device until the instrument within the trocar had been straightened with one of the other robotic arms. It was noted that there was a small foreign body loose within the abdomen after the forcep broke. Before the end of the procedure, the foreign body was located and removed. This was the 9th use with expected use of 10 times.

Manufacturer narrative:
Multiple attempts with the site have been made, however at the time of this report, the instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned and / or if additional information is received.